Manufacturer narrative:
Upn- search corrected from unk696 - mustang - (B)(4) (peripheral interv) - 35000 to h74939171070470 - mustang 7.0 x 40, 75cm - (B)(4). Upn corrected from unk696 to h74939171070470. Device evaluated by MFR.: the device was received for analysis inserted through an introducer sheath. An examination of the sheath identified no anomalies. However, an examination of the balloon found that a complete circumferential tear occurred in the balloon material. The tear was located at 2.8cm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was bunched out over the tip. A microscopic examination of both sections of the tear identified no other damage with the balloon material. An examination of both the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. Some stretching and flattening of the shaft was evident between the proximal and distal markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient was undergoing angioplasty of a fistula with recent anastomosis. A guidewire was placed toward the elbow and then advanced up to the brachial artery. It was noted there was a slight curve to the guide wire that the balloon would need to track over. A 5mmx4cm non bsc balloon was inflated at the apex of the curve and a second inflation was then performed with another 7mm non bsc balloon. Stenosis was still observed, therefore the 7.0x40mm mustang balloon dilatation catheter was advanced. During the first inflation, the mustang balloon was inflated slowly over 30 seconds and burst at exactly 20atms resulting in a circumferential tear. It was noted that 3/4 of the ruptured balloon was positioned in the vein, just above the stenosis and near to the sheath. The remaining 1/4 of the balloon was positioned around the corner track on the wire. Aspiration was performed and the balloon was withdrawn into the sheath as far as it would go with normal force. The sheath was then removed with the distal end of the balloon protruding; some resistance was met upon pulling the balloon out through the wall of the fistula. The balloon was removed completely. A new sheath was inserted for a check angiogram; minor stenosis remained, but the results were satisfactory. No patient complications were reported and the patient's status was ok.

Event description:
It was reported that balloon rupture occurred. The patient was undergoing angioplasty of a fistula with recent anastomosis. A guidewire was placed toward the elbow and then advanced up to the brachial artery. It was noted there was a slight curve to the guide wire that the balloon would need to track over. A 5mmx4cm non bsc balloon was inflated at the apex of the curve and a second inflation was then performed with another 7mm non bsc balloon. Stenosis was still observed, therefore the 7.0x40mm mustang balloon dilatation catheter was advanced. During the first inflation, the mustang balloon was inflated slowly over 30 seconds and burst at exactly 20atms resulting in a circumferential tear. It was noted that ¾ of the ruptured balloon was positioned in the vein, just above the stenosis and near to the sheath. The remaining ¼ of the balloon was positioned around the corner track on the wire. Aspiration was performed and the balloon was withdrawn into the sheath as far as it would go with normal force. The sheath was then removed with the distal end of the balloon protruding; some resistance was met upon pulling the balloon out through the wall of the fistula. The balloon was removed completely. A new sheath was inserted for a check angiogram; minor stenosis remained, but the results were satisfactory. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).